Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was visible moisture behind the display lens. A leak test was performed and failed due to the display lens leak. The pump powered up to a blank screen. The pump was opened and there was evidence of moisture inside and on internal components. Unrelated to the original complaint, the battery compartment was found to be cracked above the bumper at the battery compartment threads and below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.